Manufacturer narrative:
(B)(4). The device was returned to the baxter product analysis lab (pal) in europe. Visual and functional tests were performed and the product met specification. The pump performed as programmed. The reported condition could not be duplicated during evaluation. The event history was reviewed which revealed that the pump did alarm for downstream occlusion five times. Colleague pumps do not have infiltration detection capabilities. The pump has downstream occlusion detection; but with an infiltration there may not be an increase in the inline resistance significant enough to reach the alarm threshold. The device is neither designed nor intended to detect infiltrations and will not alarm under infiltration conditions. The cause of this incident is determined to be use error - the user tried to restart the infusion in spite of repeated occlusion alarms. A labeling review was performed which revealed that the instructions provided in the labeling are relevant to the use error identified during baxter's investigation. The labeling was found to be accurate and sufficient.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. Baxter is attempting to obtain additional clinical information related to this incident. Should additional information become available, a follow-up will be submitted. Event history received by the baxter product analysis lab (pal). Review of the event history indicates: the pump performed as programmed. Colleague pumps do not have infiltration detection capabilities. The pump has downstream occlusion detection; but with an infiltration may not be an increase in the inline resistance significant enough to reach the alarm threshold. In this case, the pump did alarm for downstream occlusion, five times. This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s.

Event description:
This is a case that was reported to baxter (B)(4) on the (B)(4) 2011 from a (B)(6) nurse regarding a colleague single channel device with 0.45 saline with 5% dextrose infusion that reportedly alarmed multiple times, resulting in infiltration, edema and extravasation in a (B)(6) male patient on (B)(6) 2011. The pump alarmed 5 times between the hours of 04h37am and 07h48am with a downstream occlusion. The intravenous site was checked by the nurse at approximately 5am when antibiotics were administered and found to be patent. The IV site was checked again at 07h48 when the pump alarmed for the 5th time. At that time, the nurse noted infiltration of the (B)(6)'s arm to the shoulder. The (B)(6) continues to receive treatment for this event. Reportedly, the (B)(6) may require a skin graft. The hospital completed an internal investigation and determined the event occurred due to user error. The hospital did not indicate the baxter device was causally related to the event. The clinical nurse manager expressed concerns that while the nurse restarted the infusion following the downstream occlusion alarm, the pump continued to infuse for an additional 2 hours before it alarmed.